Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to off-axis loading, misaligned insertion, or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2025, it was reported by a sales representative via (B)(6) that an ar-1943bc dl knotless corkscrew anchor pulled out before doing final tension on it. This was discovered during the case with no patient harm. Additional information was received on 10/27/25 from rep that these were both discovered during separate rotator cuff repairs. The green punch that was provided was used to prepare the bone socket for insertion. The bone quality of the patients were good and all fragments were retrieved. The device was not able to be sent in.